Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was oversensing noise. The lead was capped and replaced on (B)(6) 2025. The patient was discharged with no adverse consequences reported.